Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on 75 bd syringes with the luer-lok¿ tip were found faded/smeared before use. The following information was provided by the initial reporter: "we received a complaint regarding faded/ smeared graduations on this product. This is from the lot # 0031584."

Event description:
It was reported that the scale markings on 75 bd syringes with the luer-lok¿ tip were found faded/smeared before use. The following information was provided by the initial reporter: "we received a complaint regarding faded/ smeared graduations on this product. This is from the lot # 0031584."

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo showed two 1ml ll packages ¿ one package with only top web visible and one sealed package with 1ml ll syringe inside. The batch # on the top web was confirmed to be 0031584 (p/n 309628). The syringe barrel was observed to have most of the print missing above 5ml markings up to and including the bd logo. A potential root cause for the missing print defect is associated with the marking process. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.the aql for missing print is 0.25 %. The defective rate identified is 1 out of 302,400, which is 0.0003%. No corrective actions are necessary based on the defective rate identified. Batch 0031584 is considered in compliance with our product specification requirements. H3 other text : see h.10.